Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was found to be broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device stopped working. Another battery was installed onto the hand piece. Red lights and error tones were heard. A new device was used to complete the case. The medtronic initial investigation of the disposable device revealed that the tip of the waveguide had fractured and disengaged. The broken piece was returned. There was no patient injury.